Event description:
Per the clinic, the device was electively explanted (specific date not reported) due to the patient's depression and psychological issues. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct date of awareness is april 30, 2026; not april 28, 2026 as previously reported.